Event description:
It was reported that the ventilator failed pressure transducer test and internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test and internal leakage test during pre-use check. Identification of issue has been done by analyzing problem description and service report. Nozzle units on air and o2 gas modules were replaced. The issue has been resolved and the device was delivered to the user in working condition. The issue was decided to be reported as defective nozzle unit may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. The root cause to the reported issue has not been determined.

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit. D4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800 . The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).